Event description:
A surgeon reported that a pt developed iritis one day following intraocular lens implant surgery. The iritis is being treated with eye drops. The surgeon feels that the iol may have forward and rubbed against the iris causing inflammation. More info has been requested.

Event description:
Additional information provided by the reporting surgeon indicates the pt's inflammation has resolved and their best corrected visual acuity is 20/25 with a refraction of -1.